Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that gadolinium (contrast) for an magnetic resonance imaging (MRI) scan was inadvertently injected in the external ventricular drain (evd) infusion site instead of the IV port. The evd tubing had a yellow "csf access" label built into the infusion stopcock with a color-coded green line in the tubing. The stopcock resembled the one on the IV extender tubing sometimes used, and the green line was difficult to see from some angles. The evd was a dual drain and injection device. It was stated the original intended procedure was to inject the 15 ml gadolinium and 15-20 ml total saline to flush into the internal jugular IV line. Other information stated that due to the hemorrhagic stroke, it was unclear if the outcome after the event would have been any different than expected course that followed. The previous day the patient was diagnosed with subarachnoid hemorrhage with signs of hydrocephalus and ventriculomegaly and was treated with nicardipine for hypertension and tranexamic acid to mitigate risk of rebleed. The evd was placed for csf diversion given obstructive hydrocephalus. On arrival the patient was confused (oriented to self only) and moving extremities x 4 and no cranial nerve deficits. The patient was intubated for cerebral angiography and no vascular abnormality (specifically no aneurysm) was identified. In addition, the patient underwent multiple imaging studies, including MRI, which also negative for source of the bleed. The wrong route administration occurred during the MRI. Following angio, the patient was found to have "twitching" or "tremors" in the shoulders/upper extremities, and there was initial concern for seizure but no correlation on eeg. Gadolinium was drained and cleared, and medications given to mitigate any impact. Hospital stay was complicated by acute respiratory failure, malignant hypertension, pneumonia, uti, and anemia. Neurologically, the patient had relatively stable neuro exam and was becoming increasingly alert, moving extremities to greater extent, though somnolent at times, deconditioned and weak. The patient was discharged to long-term acute care (ltac) with a peg tube and a tracheostomy.